Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that in the morning of (B)(6) 2019, when she woke up, the line was cut off from the body at the quick release. The site location was her lower left and right stomach. The pump was located on the right side of her bed. The infusion had been in use for one day. Reportedly, the infusions were stored in a box in the closet and a freezer bag in the bedroom. She was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on the returned use device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.